Event description:
It was reported that the customer experienced a cartridge alarm issue with their insulin pump, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was unable to resolve the issue by loading a new cartridge, leading to a repeated alarm. As a corrective action, tandem technical support decided to replace the out-of-warranty pump, and the customer planned to use multiple daily injections (mdi) as backup insulin therapy while waiting for the replacement.